Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a pinhole on the bending section cover causing a loss in water tightness. Additionally, it was observed that the scope had communication error e216 due to dirt on electrical contact of video plug. Upon further inspection, it was also observed that the image disappeared in the right-left angle direction due to damage on the charge-coupled device. It was observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was also observed that the video connector had a crack due to a handling problem. It was lastly observed that the indication on the light guide connector was not correct due to mishandling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to endoeye flex deflectable videoscope had damage on the bending section cover. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation it was observed that the scope had communication error (e216) and the image disappeared at an angle, which are both reportable events. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issues. Based on the results of the investigation, the root cause could not be determined. It is likely the events (e216 error and image disappearence) were caused by one of the following: a defective image sensor unit, a failure of the internal circuit board in the video connector, or a system failure. Olympus will continue to monitor field performance for this device.